Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg due to no pain relief. No device malfunction was suspected. No further course of action with the remaining lead. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's explant was cancelled.